Event description:
After this device was successfully implanted, an av nodal rf ablation followed. The device was programmed vvi then proceeded with av node ablation. Immediately following the ablation, asystole was observed so the device was programmed to voo and normal pacing operation resumed. It was reported that following the onset of asystole, 20-30 seconds elapsed before the device programmed to voo mode. The device remains implanted and the files from the programmer were reviewed by the manufacturer. Preliminary analysis revealed that the observed asystole might be due to the high level of interferences generated by the rf equipment used during the av nodal ablation. Since normal device behavior was restored, the device can be kept implanted.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4). Since the device remains implanted, the files from the programmer were reviewed. The files revealed that due to the high level of interferences generated by the rf generator, a device self protection mechanism opened the switches protecting the input circuits as specified. The use of a rf generator is not recommended as mentioned in the implant manual for this device. Normal operation was restored. Device remains implanted.

Manufacturer narrative:
(B)(4), 2011. The analysis on this device is pending. Device remains implanted.

Event description:
After this device was successfully implanted, an av nodal rf ablation followed. The device was programmed vvi then proceeded with av node ablation. Immediately following the ablation, asystole was observed so the device was programmed to voo and normal pacing operation resumed. It was reported that following the onset of asystole, 20-30 seconds elapsed before the device programmed to voo mode. The device remains implanted and the files from the programmer were reviewed by the manufacturer. Preliminary analysis revealed that the observed asystole might be due to the high level of interferences generated by the rf equipment used during the av nodal ablation. Since normal device behavior was restored, the device can be kept implanted.